Event description:
It was reported that the system 8800 had a damaged c arm brake assembly creating a hazard. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The c arm brake assembly was repaired. The system was tested and found to be working as intended and placed back into service.